Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that being unable to interrogate the device is not an issue with the programmer but a device issue as the implantable cardioverter defibrillator (ICD) battery is most likely dead since you cannot even get a magnet tone on it, thus confirming that the ICD is not operable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated by the programmer. The patient went to the clinic to get a recommendation on whether the ICD should be explanted. The ICD remains in use. No patient complications have been reported as a result of this event.